Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Zinc toxicity [hyperzincaemia]. Killed all nerves in fingers so hands won't open or work, killed nerves in feet and legs [nerve injury]. Can't hardly walk [gait disturbance]. Losing weight [weight decreased]. Throwing up [vomiting]. Felt awful, felt like being electrocuted inside, body was shutting down [feeling abnormal]. Don't have any balance at all [balance disorder]. Losing hearing [hypoacusis]. Hands hurt a lot [pain in extremity]. Legs hurt a lot [pain in extremity]. Muscles hurt (pain) [myalgia]. Legs get stiff (limbs) [musculoskeletal stiffness]. Eyes got bad [eye disorder]. Case description: a consumer reported that she, a female, used fixodent denture adhesive, original cream 1 applic, 2 /day for 16 years beginning 1988 through 2004 and reported she was severely disabled as a result of zinc toxicity which her physician told her was caused by use of the product. Treatment: copper. The case outcome was not recovered/not resolved. Past medical history included: allergy - unknown, medical history - unknown. No additional information was provided. In 2008 update: details revealed in a review of the initial contact of 04/14/2008: the consumer reported that she had worn dentures since twenty years before and had always used fixodent denture adhesive, original cream 1 applic, 2/day, and "wore them [dentures] night and day, didn't have [her] teeth out except when her gums would get sore; then [she] would sleep with them [dentures] out." She reported that on mother's day 2004, she "took herself to the hospital because she was tired of feeling awful all the time". She followed up with her doctor and over the course of nine months her symptoms of weight loss and vomiting worsened. She stated her "body was shutting down" and she felt like she was "being executed inside". She was referred to a neurological clinic where numerous tests were performed and medications prescribed. In approx six months later, the consumer was diagnosed with zinc toxicity; it "had killed all the nerves in her fingers so her hands wouldn't open or work, it killed nerves in her feet and legs, she couldn't hardly walk". Treatment: she was "given 5 bags of copper solution" when first diagnosed and now takes 2 mg of copper, orally everyday. The consumer reported that she had "started going back up, everything that was going to work, started working again, but because it killed off the nerves in her hands and feet, it took her awhile to learn how to re-use her hands and everything, but she's gotten pretty good by now". The case outcome was not recovered/not resolved. The consumer's "hands still don't open, don't have any balance at all, can't walk for long periods and can't run because of [her] knees". The consumer discontinued use of the product. She continues to see a physician on a regular basis. No further information was provided. On 05/06/2008 received consumer's follow-up questionnaire, letter and copy of hospital's patient discharge sheet: in a completed questionnaire and letter, the consumer reported that she used fixodent denture adhesive, original cream and experienced the following: affected her nervous system, she began to lose her hearing, lost weight, felt like being electrocuted all the time, killed motor nerves in hands and hands will barely open, cannot walk straight because of spine, hands and legs hurt a lot, muscles hurt and legs get stiff and her legs won't work very well. The consumer reported that she sought medical advice from several medical specialties and after extensive testing she was hospitalized where she received intravenous doses of copper for five consecutive days. She continues to follow-up with her family physician every couple of months for evaluation of her copper level. The consumer provided a hospital patient discharge instruction sheet which revealed the patient was hospitalized for five days in 2004 with a diagnosis of zinc toxicity and instructions to stop the use of denture adhesives containing zinc.

Manufacturer narrative:
Last known date product used was 2004, therefore, batch lot information and actual product not available for investigation.